Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device was discarded.

Event description:
As reported: "after surgery, nonunion was occurred and the nail broke. Revision surgery is planned on (B)(6) 2019. Primary surgery date, product information or patient information are unknown at present."